Event description:
It was reported to nova biomedical that a consumer received four results of "hi" mg/dl within a two hour period on her blood glucose meter. The consumer administered four units of insulin based on these readings and subsequently experienced a hypoglycemic event requiring medical intervention at a hospital. It was discovered during the phone call, the consumer does not control solution test her strips as instructed in our directions for use. She also transfers her test strips between vials which can compromise the integrity of the strips. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.